Manufacturer narrative:
Date sent to the FDA: 10/29/2019. Additional h-6 patient codes: 1932. Additional information was requested, and the following was obtained: the patient demographic info: age: dob: (B)(6) 1961, weight: 63.5 kg, bmi: 25 at the time of index procedure. Date and indication of initial surgical procedure? Mixed urodynamic stress incontinence & detrusor overactivity. Other relevant patient comorbidities/concomitant medications? Nil relevant. Were there any intra-operative complications? Button-hole on right side before insertion of tape. When was the mesh erosion first noted by a physician? (B)(6) 2012 following procedure performed on (B)(6) 2011. Mesh erosion diagnostic confirmation? Yes. Date and surgical findings of surgical intervention for erosion? Tape erosion at the site of the button-hole on the right side, eroded tape excised and vaginal skin repaired, cysto-urethroscopy: only cystitis cystica without any organ injury. What is physician¿s opinion as to the etiology of or contributing factors to this event? Likely secondary to breach od vaginal epithelium integrity aa a result of the button-hole during dissection before the insertion of the tape. Was there any deficiency or anomaly of the mesh? If yes, please describe it. Not applicable. What is the patient's current status after mesh excision and vaginal repair? Unremarkable. If applicable, will product be returned, return date, tracking information? Not applicable.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The report states "death", but there is no indication of death in the event description. Please clarify? The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure? Other relevant patient comorbidities/concomitant medications? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Date and surgical findings of surgical intervention for erosion? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is the patient's current status after mesh excision and vaginal repair? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced vaginal skin erosion by mesh and excision of eroded mesh and repair of vagina were performed. Additional information has been requested.